Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the ok keypad button was intermittently unresponsive and required multiple hard presses to elicit a response and would scroll screens. The reporter denied damage to the keypad. The patient reportedly wore the pump in a case, attached to a belt and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the up arrow button was found to be intermittently unresponsive to button presses. The original complaint of the ok button's intermittent response and scrolling screens was not duplicated during testing. The down arrow, ok and contrast buttons responded appropriately. There was evidence of contamination found under all of the button contacts during evaluation. Unrelated to the complaint, evaluation revealed a dim/fading display screen, which has no effect on insulin delivery function.